Manufacturer narrative:
G2: citation: authors: akkurt, b. H., kraehling, h., nacul, n. G., elsharkawy, m., schmidt-pogoda, a., minnerup, j., stracke, c. P., <(>&<)> schwindt, w.. Vasculitis and ischemic stroke in lyme neuroborreliosis¿interventional management approach and literature rev iew. Brain sciences 10 2023. 10.3390/brainsci13101388 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'vasculitis and ischemic stroke in lyme neuroborreliosis¿interventional management approach and literature review'.  The time frame of this study was not specified; however, the patient case presented describes events over a period of 30 days after the initial onset of symptoms. The following medtronic device was used: rebar 18 microcatheter (medtronic, irvine, USA, 0.021-inch inner diameter). Deaths occurred in the study population. The cause of death was the worsening of vasculitis and the concurrent occurrence of subdural hemorrhage despite all therapeutic efforts and preserved stent perfusion. Among patient adverse events included: severe neurological deterioration despite treatment, vasospasm, subarachnoid hemorrhage, initially milder neurological symptoms (e.g., reduced coordination of the left hand), emergency angiography and interventions including vasospasmolysis and percutaneous transluminal angioplasty (pta), neurological deterioration with severe hemiparesis of the left side and neglect after initial improvement, further worsening of the stenoses and severely reduced cerebral perfusion, a circumscribed intracerebral hemorrhage, a large new subdural hematoma requiring neurosurgical intervention and hemicraniectomy, progressive infarcts, and subsequent deterioration leading to death.